Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the q1 on ECG d pulling down the belt_discharge voltage, making ECG ¿b¿ and ¿c¿ not recognizable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.